Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the handpiece device ran hot/rough. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the springs in the burr lock came out of position and were not pushing on the lock tabs causing the vibration and noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to running the device without the cutter installed which is failure to follow the directions for use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.